Event description:
It was reported that there were concerns regarding a premature battery depletion, the battery reached elective replacement indicator (eri). Data analysis was performed and it was found that the power consumption was increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas. The device was explanted and replaced. No adverse patient effects were reported.